Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h4 and h6. Correction on fields: e2, e3, h6.   During the device evaluation, an additional reportable malfunction of error code e315 (no image related) was also identified. Three attempts were made at the user facility for additional information with no reply from the customer.     A review of the device history record and historical complaints analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is probable that the failure in conduction could have been caused by water entering the scope connector.   The event can be [detected/prevented] by following the instructions for use which state:  ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.   3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal.   5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿."   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found there was no image and error code e315 occurred due to an electrical continuity error caused by water invasion. Evaluation also the adhesive on the bending section cover was cracked due to stress, switches one to four did not work, the charge coupled device shrink tube was cut due to handling stress, the insertion tube was dented due to physical stress, there was fluid invasion from the body control unit and connector, there was rattling due to a screw in the connector, scope identification information was not present, and the distal end cover was chipped due to handling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had a no image issue that was found during procedure. The type of procedure is unknown. There were no reports of patient harm.